Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), cervix carcinoma ("tumor / teratoma / cancer: cervical cancer") and genital haemorrhage ("heavy abnormal bleeding") in a 43-year-old female patient who had essure (batch no. B66026, c18708) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included buspirone hydrochloride (buspar) since (B)(6) 2015 to 2016, ibuprofen since 2016, lorazepam (ativan) and venlafaxine (effexor) since (B)(6) 2015 to 2016. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and fatigue ("fatigue"). In 2016, the patient experienced cervix carcinoma (seriousness criterion medically significant) and mood swings ("hormonal changes: mood swings"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), ovarian cyst ("other injury(ies) or complication (s): ovarian cyst") and back pain ("back pain"). The patient was treated with surgery (to remove essure, hysterectomy (partial)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, cervix carcinoma, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, fatigue, mood swings, ovarian cyst and back pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, cervix carcinoma, fatigue, genital haemorrhage, mood swings, ovarian cyst, pelvic pain and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion then bilateral tubal implants were seen on fluoro. On (B)(6) 2015 hysterosalpingogram should bilateral tubal implants were seen on fluoro. There is no evidence of intraperitoneal spill with contrast. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: genital haemorrhage. Most recent follow-up information incorporated above includes: on 23-jul-2018: plaintiff fact sheet and medical records received. Reporter information was added. Events added from pfs- fatigue, hormonal changes: mood swings, tumor / teratoma / cancer: cervical cancer, ovarian cyst, back pain. Lot number were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), cervix carcinoma ("tumor / teratoma / cancer: cervical cancer") and genital haemorrhage ("heavy abnormal bleeding") in a 43-year-old female patient who had essure (batch no. B66026, c18708) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included buspirone hydrochloride (buspar) since (B)(6) 2015 to 2016, ibuprofen since 2016, lorazepam (ativan) and venlafaxine (effexor) since (B)(6) 2015 to 2016. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and fatigue ("fatigue"). In 2016, the patient experienced cervix carcinoma (seriousness criterion medically significant) and mood swings ("hormonal changes: mood swings"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), ovarian cyst ("other injury(ies) or complication (s): ovarian cyst") and back pain ("back pain"). The patient was treated with surgery (to remove essure, hysterectomy (partial)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, cervix carcinoma, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, fatigue, mood swings, ovarian cyst and back pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, cervix carcinoma, fatigue, genital haemorrhage, mood swings, ovarian cyst, pelvic pain and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion then bilateral tubal implants were seen on fluoro. On (B)(6) 2015 hysterosalpingogram should bilateral tubal implants were seen on fluoro. There is no evidence of intraperitoneal spill with contrast. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: genital haemorrhage. Lot number: b66026 manufacture date: 2013-09 expiration date: 2016-09. Lot number: c18708 manufacture date: 2012-09 expiration date: 2015-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-aug-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.